Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a posterior spinal discectomy and fusion treating degenerative lumbar spondylolisthesis was performed. After the t-pal trial implant was inserted into the interbody, the surgeon used a slap hammer to retract the trial implant. When the surgeon tried to detach the trial implant from the shaft, a component fell off the shaft. The broken component was mounted on the side of the shaft which was closer to a knob. The procedure was completed with a replacement without surgical delay. No further information is available. Concomitant device reported: unknown trial implant (part # unknown, lot # unknown, quantity # 1), unknown applicator inner shaft (part # unknown, lot # unknown, quantity # 1), unknown applicator knob (part # unknown, lot # unknown, quantity # 1). This report is for one (1) t-pal advanced applicator handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: advanced applicator outer shaft (part# 03.812.520, lot# 5l01299, quantity 1), applicator knob (part# 03.812.004, lot# 8784273, quantity 1), unknown trial (part# unknown, lot# unknown, quantity 1), unknown applicator inner shaft (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.812.520, lot: 4l98422, manufacturing site: haegendorf, release to warehouse date: july 4, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed as we are able to confirm that the part fell apart (but we are not able to confirm any breakage) based on the received pictures. An advanced applicator outer shaft was returned for investigation with the reported condition that one component part has fallen off/ broken off. Visual inspection confirmed that the component part fell apart, but no signs of breakage could be detected. Hence, the investigation flow ¿device interaction-functional¿ was selected. Instrument was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record revealed that this advanced applicator outer shaft was manufactured in july 2019 according to the specifications. Summary of manufacturing investigation: shipped back device ¿advanced appl outer shaft¿ 03.812.520 with lot number 4l98422 is in used conditions. The complaint condition is confirmed since one of the two components 60082770 which must be assembled in the finished good is detached from the device. This component should be inserted and blocked in component 60082771 and it should not be possible to disassemble the two (as it is correctly happening on the opposite side). Functional tests were performed on ¿advanced appl outer shaft¿ 03.812.520 with lot number 4l98422 without one component 60082770 which is detached from the device, according to inspection sheet se_706380 version ab. The following functional test were performed using: function gauge 60218733 with gauge number sw3317; function gauge 60182107 with gauge number sw3323; gauge block (min. 0.4mm) with gage number 13947-h; pin gauge`s 4.65/4.55mm with gage number 14474-h. The device passed all the functional test performed. For this reason, we can say that the absence of one of the two components 60082770 does not affect the functionality of the device. Furthermore, during the assembly, the procedure must be followed in DHR. Prüfung a) is performed and is tested that the gate valves (60082770) are movable but without falling out. Since this test was performed, it is possible to affirm that, when the device was produced, no issue was related to the detachment of component 60082770 and, for this reason, most likely, it was a mishandling of the device that caused this complaint. However, at the moment the complaint can be replicated. The following documents were reviewed: device history record (DHR) , inspection sheet ,drawing applicator handle cpl ,drawing threaded body , drawing schieber. In order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. According to evidences is not possible to address the final root cause to a manufacturing issue. The manufacturing process was performed according to the reviewed documents and all functional test were recorded. This occurrence is most likely caused by a mishandling of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.